Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead had chronic high out of range pacing impedance measurements of greater than 2500 ohms. A revision procedure occurred where the rv lead was viewed under fluoroscopy with no significant findings. The rv lead was then tested with a pacing system analyzer (psa) and yielded the same high out of range impedance measurements. Subsequently the pace sense portion of the rv lead was surgically abandoned and replaced. The shocking portion of the lead remained in service. The ICD was also explanted and replaced during the procedure due to a code (B)(4). No additional adverse patient effects were reported.